Event description:
It was reported that the insulin pump delivered a partial bolus. The customer stated that the bolus only delivered 0.35 units out of 2.85 units. The blood glucose reading was 324 mg/dl. The customer was educated on various features of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.